Manufacturer narrative:
(B)(4) device evaluation: the pump has been returned and evaluated by product analysis on 06/25/2014 with the following results: a review of the pump¿s history and black box showed no activity outside of normal use. No alarms occurred during investigation. The pump cover was opened and no defect was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the patient may have a pump malfunction. There was no additional information available regarding this complaint. Several attempts were made by customer technical support to contact the reporter to follow up with no success. This complaint is being reported because the reported issue could not be resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.